Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use in patient, it was reported that the radiopaque markers on the distal part of the super torque catheter are staying in the artery of the patient while removing the catheter.

Manufacturer narrative:
During an unknown procedure, the radiopaque markers on the distal part of the super torque catheter became dislodged in the patient. Several attempts were made to gather additional information, however no further information was reported. The device was not returned for analysis. A product history record (phr) review of 17644344 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿marker band (supertorque) dislodged - in-patient¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Vessel characteristics, while unknown, and procedural/handling factors such as excessive force used, may have contributed to the reported event. Per the instructions for use, which is not intended as a mitigation, ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter.¿ the phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use in patient in an unknown procedure, the radiopaque markers on the distal part of the super torque catheter are staying in the artery of the patient while removing the catheter. Additional information was received, and a second super torque catheter was received for analysis. During product analysis, the marker bands were noted to be on the catheter yet out of position. No other information was reported. The device was returned for analysis. A non-sterile diagnostic cath mb 5f pig 65cm 8sh was received for analysis inside a plastic bag. Per visual analysis, the marker bands were noted to be out of position. However, neither damages nor elongations were noted. Three out of twenty marker bands (from mb 18 to mb 20) were noted to be moved out of position at the distal section of the device. Marker bands 1 to 17 remained in their original positions. The position of the marker bands is numerated from the distal end to the hub. Per microscopic analysis, the distal section of the device was observed under the vision system and the band marks left on the surface of the device, where the moved marker bands were originally placed, did not present with evidence of damage (scratches, peelings, abrasions, etc.). Per dimensional analysis, the outer diameter (od) and inner diameter (ID) of the distal section were measured close to the areas where the marker bands were out of position and the measurement results were found within specification. Per functional analysis, a .038¿ emerald guide wire lab sample was inserted into the device via the tip. Even though the marker bands were found to be moved, the guide wire could freely pass through the inner lumen of the device. Neither obstruction nor friction was felt during the analysis. A product history record (phr) review of lot 17644344 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the reported event could be related to the manufacturing process. The reported ¿marker band (supertorque)- dislodged - in-patient¿ was not confirmed since all the marker bands were received attached to the device not dislodged, however the marker bands were noted to be out of position on the device as received. Nonetheless, the cause of the marker bands be moved out of position could not be determined during the analysis. Besides the noted marker band movement; no obvious indication of manufacturing defects or anomalies that could contribute to the event as reported were found. As per the warnings in the instructions for use (IFU), ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. This product is designed and intended for single use. It is not designed to undergo reprocessing and re-sterilization after initial use. Reuse of this product, including after reprocessing and/or re-sterilization, may cause a loss of structural integrity which could lead to a failure of the device to perform as intended and may lead to a loss of critical labeling/use information all of which present a potential risk to patient safety.¿ the product analysis and phr review do not suggest that the reported event could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.